Event description:
Reporter stated that she attempted to test patient's blood glucose, using the suspect device, and was unable to obtain a result. Reporter indicated that the device was ejecting test strips before she was able to apply the patient's blood. Forty minutes later, patient reportedly was experiencing respiratory problems. Reporter phoned emergency medical services for assistance and was advised to give patient 30 units of insulin lispro. Reporter stated that, after delivering insulin, patient lost consciousness. Reporter indicated that she began performing cardio-pulmonary resuscitation on patient. An unspecified time later, emergency medical services reportedly arrived and continued c.p.r. One hour later, patient reportedly regained consciousness. Patient's blood glucose was measured, on paramedics' device, with a result of 32 mg/dl. Reporter stated that patient was given a shot of glucose and was subsequently transported to the hospital where he was treated for pneumonia and cardiac arrest. Reporter noted that patient was treated in the hospital cardiac unit for 10 days. Prior to release from hospital, patient's blood glucose reportedly measured 265 mg/dl on hospital meter. Patient's device was replaced and requested to be returned for evaluation.